Event description:
It was reported that there is sensing on the ventricle when an atrial sense occurs. It was also reported that the device recorded ventricular high rate episodes due to oversensing, and that the measured r-waves are low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.